Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history it was seen that the patient had high impedance value. Attempts for additional information and product return have been unsuccessful.